Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The same night, the patient had complications, she was diagnosed with free air in the abdomen and underwent unspecified surgery.